Event description:
During an iliac artery angioplasty procedure, as the stent was being placed, the balloon ruptured. The catheter was withdrawn and approx 5 mm of the balloon's distal end was missing. An arteriogram of the leg was done but the missing piece was not located.